Manufacturer narrative:
Date of event - the specific date of death is unknown. It was either (B)(6) 2023, but that the biosense webster (bwi) representative thought the patient passed away on (B)(6) 2023. Therefore, this field was populated with (B)(6) 2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced abdominal pain. The patient subsequently expired. It was reported that a patient passed away post cardiac ablation (focal attach) procedure. The specific date of death is unknown. It was reported that no known injury occurred during the procedure. There were no visible signs on the patient of any issues throughout the procedure. The patient complained of abdominal pain post-procedure and after waking up from anesthesia. A CT scan was performed but that no injury or issue was found. The bwi representative reported that he did not have any further details regarding the patient's death. No device malfunctions have been reported. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.